Event description:
The 3.5 cutler was put into the arthoscopy shave head and would not ascillate. The end of cutler was overlapping so it would not function. A second 3.5 end cutler was tried. With second cutler the end cutler's blade began to the outer casing, allowing fine metal shavings into the knee cavity and onto the lateral meniscus. Area was debrided and flushed by physician and procedure finisheddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown, invalid data. Conclusion: device failed just prior to use, other, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.